Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The investigation unit received 2 vials. Lot 278192 and 278181. Lot 278181 was empty. Lot 278192 was not tested as the investigation unit could not tell from the device memory if it was the complained lot as 50 test had been performed since the complained values and they were no longer stored.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 12.5 mmol/l, 28.5 mmol/l, and 7.5 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.